Manufacturer narrative:
(B)(4).

Event description:
It was reported high impedances at 4000 ohms were measured on contacts c and 2, 0 and 2, 0 and 2, 0 and 3, 1 and 2, 2 and 3, and the rest were 1111 ohms. It was stated the patient had stimulation in the wrong location and the patient¿s device was reprogrammed. It was noted the patient¿s device was still implanted and the doctor asked the patient to return in 6 weeks. Reportedly, the patient was sent home with 1- and 3+ at 0.7 volts which was felt in their gluteal fold. It was stated the patient¿s stimulation was not felt in the pelvic floor despite reprogramming. The patient¿s status was reported as no injury.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was not seen or heard of since implant, (B)(6)-2013. The patient had reportedly not shown up for the 6 week post operation follow up appointment. The healthcare provider (hcp) was to call the patient and have her come in to be checked.